Event description:
It was reported that the customer had unexplained high blood glucose of 27mmol/l and ketones. It was stated that the customer was treated with an insulin drip. The customer mentioned being hospitalized due to high blood glucose. It was stated that the customer had no delivery alarms, which may contributed to elevate the customer's glucose level. It was stated that the insulin pump was not delivering the insulin. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the programming and found that the customer programmed a bolus of 5.8 units at the hospital for a meal and did receive a no delivery alarm. Assisted to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.